Event description:
It was reported that the patient was experiencing inadequate and intermittent stimulation. It was also reported that the ipg would no longer charge. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted ipg will not be returned as it was kept by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.